Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: 6f heartrail il3.5. (B)(4) - incorrect preparation. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), states in the preparation for use section, to evacuate air from the balloon segment using the following procedure. This step is performed prior to entry outside of the anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The nc tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during the procedure for treatment of a de novo lesion in the moderately tortuous/calcified mid left anterior descending artery, a 3.5x15 nc tenku rx dilatation catheter was delivered for pre-dilatation. During the first inflation, the balloon ruptured at 8 atmospheres. The device was withdrawn from the anatomy and a new nc tenku rx dilatation catheter was used to complete pre-dilatation. A xience stent was successfully implanted and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped inside the anatomy. No additional information was provided.